Event description:
Refer to MFR report # 3004209178-2010-09695. A pt was experiencing problems with their device stimulation. The pt was noted as having complained of the issue over the past week. A therapy controller was used to turn one of the implanted devices on, as a device (unspecified) on one side was found to have been off. The pt was to monitor symptom relief, and follow-up with a physician if their symptoms did not improve. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).